Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope interface of video processor was not good, the 260 endoscope's screen became noised. The issue occurred during reprocessing. There was no patient involvement.